Event description:
Patient was in emergency room for evaluation. Patient was taken to radiology for a procedure and was returned to emergency room medical treatment room. Physician entered room and discovered that the nibp monitor tubing was inadvertently connected to the patient's IV heplock. The monitor was not set for automatic cycling. The physician immediately dis-connected the tubing from the patient. There was no harm to the patient. This adverse event was attributed to the luer-lock connectors utilized on the bp cuff tubing and the nibp connection on the spacelabs module to have the ability of being connected to the IV heplock. To make every possible effort to prevent the recurrence of this event, the facility working with the bp cuff manufacturer and the equipment manufacturer are in the process of changing all tubing connections to a "quick release" type connection that will not have the possibility of inadvertently making a connection to a vascular access. The equipment manufacturer had previously labeled all connective tubing and the nibp/nibp spo2 modules with warning labels stating, "connection to a vascular access can result in injury or death."